Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 apr. 2024, a 38mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed, it was noted that it presented in a cobra deformation. There was interaction with the patients cardiac structures, but no angulation/kink in the delivery system. The device was removed and replaced with a 36mm amplatzer septal occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable and there were no adverse events.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field appeared to show bulbously deployed proximal disc. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 38mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed, it was noted that it presented in a cobra deformation. There was interaction with the patients cardiac structures, but no angulation/kink in the delivery system. The device was removed and replaced with a 36mm amplatzer septal occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable and there were no adverse events.